Manufacturer narrative:
Updated fields: h6(problem code, investigation type, component codes & impact codes). Corrected fields: d4(model#, catalog# & UDI#), g1(contact person), h4, h6(clinical code). The date of death (b2) provided in the original report was submitted incorrectly. The date of death is unknown. This complaint record is being closed due to insufficient information after three (3) good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received, therefore this complaint is being closed. If information is received, we will reopen and update the complaint.

Event description:
N/a.

Manufacturer narrative:
The customer has not requested service. Additional information has been requested. A supplemental report will be submitted when this information is provided. The full name of the initial reporter is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a gas gain, gas loss and autofill failure. The iabp was swapped for another. The customer swapped the pump out and within an hour a gas gain occurred again with the second iabp followed a couple of hours later. No patient harm, serious injury or adverse event was reported. It was later reported that the patient was moved to another unit the same day where he later expired. This report is for the first iabp, the second iabp is being reported on a separate MDR. Iab complaint created.